Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a brain tumor procedure the cusa excel + ultrasonic tissue albation system (cusaexcel2) shut down. The facility indicated that they had to grab their 3rd cusa device and bring it into the room and set it up which caused some delay in the procedure. However, they are not positive on how long the delay was. There was no patient injury.

Manufacturer narrative:
The cusa excel + ultrasonic tissue ablation system (cusaexcel2) was returned for evaluation: failure analysis - evaluation of the returned device showed that there were pieces of accumulated calcium in the lines. As a result, the needed parts were replaced and the system worked okay. The calibrated voltages, rpm's, pressure, irrigation and handpiece power were all checked along with earth and leakage tests to meet manufacturer specifications. Additionally, we reminded customer not to use tap water in the device per user manual. Root cause - the complaint is confirmed via visual inspection of the device, and the root cause is confirmed as a defective cooling sensor/user error. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.